Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned an asian male patient of an unknown age. Medical history was not provided. Concomitant medications were none. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from a cartridge via a reusable pen (humapen ergo ii), three times a day (tid) (18 units in morning, 18 units in afternoon and 18 units in evening), via an unknown route, applied at belly button sides, for the treatment of diabetes mellitus, beginning on an unknown date. On (B)(6) 2018, treatment with insulin lispro protamine suspension 50%/insulin lispro 50% was discontinued due to an unspecified reason. Approximately on (B)(6) 2018, after discontinuation of insulin lispro protamine suspension 50%/insulin lispro 50% treatment, he experienced hyperglycemia due to which he was hospitalized on an unspecified date. His fasting level was 250-300 mg/dl and random level was 450 mg/dl (reference range was not provided). On (B)(6) 2018, he was admitted to the hospital due to foot surgery (reason for surgery was not provided). Information regarding corrective treatment of the event was not provided. On an unspecified date, he recovered from the event of hyperglycemia. It was unknown when or if he would restart insulin lispro protamine suspension 50%/insulin lispro 50% treatment. No additional follow up would be attempted since the reporting consumer chose not to be contacted further for additional information and physician contact information was not provided. Patient was the operator of the humapen ergo ii device and he was trained. The humapen ergo ii device model duration of use and suspect humapen ergo ii duration were unknown. The status of the humapen ergo ii device was not reported and its return was not expected. The reporting consumer did not know whether the event was related with insulin lispro protamine suspension 50%/insulin lispro 50% treatment and did not provide relatedness assessment with humapen ergo ii device. Edit 16apr2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.